Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the worsening pvl cannot be confirmed; however, in addition to bulky calcification, it may be related to cardiac remodeling or progression of the disease process. There was no allegation or indication of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 month 18 days post implant of a 26mm sapien 3 ultra valve implanted via transfemoral approach, the patient developed paravalvular leak (pvl). Upon review of medical records received, the native annulus had bulk calcification of the valve resulting in pvl, mild by echo. Approximately 1 year after implant, the patient reported having increased shortness of breath over last 3 days prior to admission. The patient was recently hospitalized for chf exacerbation after presenting similar symptoms but the treatment with lasix was not effective requiring IV bumex. The patient underwent a diagnostic tee with plans for perivalvular leak closure, or potentially bav and/or redo tavr. Per report, the team attempted to plug the leak, however, they were unable to and did not want to post-dilate the valve due to calcification in the annulus. The team decided to consult the surgeon for aortic valve replace.